Manufacturer narrative:
Explant date is not applicable since product was not removed lot number is unknown.

Event description:
Per complaint (B)(4), during clinical procedure, broken or fractured component was observed